Event description:
A cartridge alarm 30 was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in attempting to load a new cartridge, but the alarm persisted, prompting a decision to replace the pump.